Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and a restricted posterior. One clip was implanted, reducing tr to a grade of 2. Two days later, the patient was experiencing shortness of breath and echocardiography showed the implanted clip had detached from the anterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. (B)(6) 2024 an additional triclip was performed, and one clip was implanted, reducing tr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided and per the physician, the cause for the reported slda cannot be determined. Recurrent tricuspid valve insufficiency/ regurgitation resulting in dyspnea appears to be due to the slda. Tricuspid regurgitation and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6, code 4451 was removed and code 4453 was added.